Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiv ing baclofen via an implantable pump for unknown indications for use. It was reported that the patient had a MRI of his thoracic spine on may 8th. The patient heard the critical alarm go off but when the pump was interrogated it stopped. The pump was interrogated and showed a motor stall that occurred on (B)(6) 2026, a critical alarm that stopped pump duration exceeded 48 hours on -(B)(6) 2026 and then a motor stall recovery occurred on (B)(6) 2025. The rep verified that the pump was not interrogated on (B)(6) 2026. The patient reported feeling withdrawal symptoms; more spastic.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.